Event description:
It was reported that pump displayed malfunction alarm due to software error, identified as malf 0, and that no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and device was not returned.